Event description:
During the procedure, a 3.5x38mm promus premier select was used. It was reported that post angiography revealed type d dissection post stent and ptca. Placement of 3.5x16 mm stent. Event was resolved without sequelae.